Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable , there was no patient involvement reported. Initial reporter's phone number: (B)(6). PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the implantation of an intraocular lens (iol), the surgeon noticed that the cartridge tip was chipped. Reportedly, the lens was not used. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.